Event description:
It was reported that the touchscreen of the pump was often unresponsive, the screen froze and lagged, and the pump had completely malfunctioned, preventing any operation. Additionally, the pump frequently disconnected from the cgm, requiring the patient to rely on the cgm app for readings. The pump malfunction caused a spike in glucose levels. The customer declined further troubleshooting and is in the process of getting a new device as the current pump is out of warranty.